Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, remedial therapy began with reflin (1gm, ip, frequency not reported), tobramycin (40mg, ip, frequency not reported) and heparin (1000 iu, intravenous, frequency not reported). Dianeal therapy was ongoing. The outcome of the peritonitis was unknown. The consumer stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.